Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 3 months thrombus within the lvad was confirmed through the investigation of the returned device. The sealed inflow conduit, sealed outflow graft, bend relief, and bend relief collar were not returned. Upon disassembly, evaluation of the outlet stator revealed a red, tissue-like deposition. The deposition was denatured, which indicated that it was present while the pump was supporting the patient. However, the deposition did not appear to have developed at this location. The evaluation could not conclusively determine the origin of the deposition nor the duration it was present in the pump. Although a root cause for the observed deposition could not be conclusively determined, it was partially obstructing the blood flow path and could have contributed to the patient¿s reported elevated lactate dehydrogenase (ldh). Additionally, the deposition would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had presented with an increased lactate dehydrogenase (ldh) level. Pump power values were found to be elevated up to 11 watts, and several low flow alarms were received which suggested the presence of thrombus. At the time of the event, the patient's inr was 1.4, based on a goal inr of 1.5 - 1.8. In response, the patient was placed on IV heparin and the inr goal was raised to 2.0 - 2.5. No changes were made to the lvad settings. The patient underwent a pump exchange on (B)(6) 2016 due to suspected thrombus.